Event description:
The customer originally stated that on (B)(6) 2016 they obtained a 3.2 inr on their coaguchek xs plus (serial number (B)(4)) compared to a lab value of 4.3 inr. Multiple attempts were made to obtain the time frame of the meter and lab sample but the time frame is still unknown. The lab reagent was dade innovin. Later, the customer also reported that on the same day they obtained a 5.2 inr on the same meter compared to a lab value of 7.4 inr. These samples were taken within 5 minutes. The patient was tired and anxious. It was reported that the patient has a history of afib, type 2 diabetes and an abnormal weight loss of undetermined etiology. All medications correspond to the patient with these results. It is not clear if the second set of values is a separate comparison or a correction to the first set of values. It is unclear if these results are from the same or from two different patients. It is unclear if any treatment or changes in medication was made based on the reported results. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
A specific root cause for the event could not be determined. Product was not returned for investigation. There was no product returned by the customer.